Event description:
It was reported that the pump and catheter were explanted due to infection. The physician had intended to move the pump to a new pocket for what he thought was a seroma, but turned out to be an infection. It was noted that antibiotic treatment was necessary. Additionally, cultures were taken from the device pocket, blood, and cerebrospinal fluid. At the time of report, the organisms present at the site were unknown. Thirteen days later, it was reported that the pump pocket was initially in the buttock. The revision surgery had been scheduled to address a seroma at the pump pocket. The procedure entailed the revision of the pump pocket with a possibility of revising the catheter and moving the pump site. The drugs used in this system were infumorph and bupivacaine.

Manufacturer narrative:
Product ID 8711, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type catheter product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type catheter. (B)(4). Final analysis of the pump found no anomalies, as the pump passed all non-destructive testing. Final analysis of the catheter found no significant anomalies, though it had been returned in segments.